Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery when she rewinds it and when she tries to deliver a bolus. Customer's blood glucose was 176 mg/dl. Troubleshooting was performed and issue was resolved by disconnecting and reconnecting the reservoir and infusion set. Manuel prime was performed and insulin exit. Customer was advised a connection issue with the reservoir and infusion set was causing the insulin pump to alarm. She is not returning the reservoir for analysis.